Event description:
It has been reported to philips that during emergency treatment, the c-arm moved without user input. The first part of the procedure was completed. However, as the patient was stable and out of danger, the doctor stopped further treatment because of system behavior. Though there was no alleged death or serious injury, we are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
No further information has been received about the patient outcome. No harm has been reported to philips. A philips engineer inspected the system onsite but was not able to reproduce the issue. Analysis of the log file showed that there were multiple angulation and rotation requests at the time of event. The probable cause was a failure in the geometry module. The geometry module has been replaced and the system was returned to use in good working order. Corrected data: coding has been updated based on investigation outcome.